Event description:
Procedure: laparotomy. Reportedly, while using this unit a small burn occurred on the anterior aspect of the patient's inner thigh. The surgeon also reported receiving a shock and his arm went numb. No permanent injury reported.